Event description:
The customer contacted baxter's technical service center to report an issue of system error 2240 (air in line) on home choice (hc) during use dwell. The home patient (hp) had 3 bags connected. There were no loose connections. The hp was connected. The hp had disconnected prior to the alarm. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed due to the use error described by the patient. The cause was use error - the patient reported disconnecting during therapy. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem . A follow-up MDR will be submitted if additional information is obtained.